Event description:
Physician was attempting to pass a 2.25mm x 20m stent to the rca (right coronary artery) via the guide catheter. A 5.5 guideliner and coronary guidewires were also in place. The stent would not continue toward the rca and became stuck in the guide catheter. The physician removed the guide catheter, guideliner, stent and coronary guidewires all at once, while all that equipment was still in the guide. Upon removal from the body, the equipment was dissembled from inside the guide and the stent fell off its delivery system with the stent intact and undamaged. The stent and delivery system was saved and labeled. There was no injury to the patient as all the equipment was contained within the guide catheter and did not have contact directly with patient tissue. The patient was resting comfortably with stable vitals and no signs of distress as the procedure continued.